Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 1990. It was further reported patient underwent revision procedures on (B)(6) 1998, (B)(6) 1999 and (B)(6) 2002 due to unknown reasons. Subsequently, patient was revised on the left side on (B)(6) 2006 due to loosening of the cup.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date. Manufacture date. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-00647 & 02741 / 02743).